Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 07/18/2016 stating that the representative is concerned that the lv pacing percentage is at 80. Technical services discussed consideration of bring pt in and hooking up a surface to determine what the lv lead is oversensing. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).